Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, the customer experienced a blood glucose (bg) level of 40 mg/dl; cause was unknown. Juice, glucose tablets, and a sandwich was consumed to treat bg level. At the time of the reported event, blood glucose was 200 mg/dl, and the customer successfully resumed insulin delivery.